Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; none of the buttons would respond. The patient's blood glucose at the time of incident was 265 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that the device had previously had a constant tone anomaly; the customer changed the battery but the issue persisted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No watchdog alarm/anomaly noted. All operating currents are within specification. No dark circle or icon anomaly noted. All buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip.